Event description:
An altitude alarm was reported on the pump. The blood glucose level of the customer was between 54-500 mg/dl, which is within the normal range. Technical support advised the customer to remove obstructions from the speaker holes and clean them properly. The customer followed the instructions, removed the cartridge, reset it, and successfully resumed insulin delivery after a brief wait. The alarm did not recur, and the pump returned to normal operation. Technical support provided additional tips to prevent future altitude alarms, and the customer acknowledged the guidance.